Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the physician realized the coil was already detached in the tubing. No patient injury was reported.

Manufacturer narrative:
Items returned for evaluation: pusher; implant; introducer. Items not returned for evaluation: microcatheter. The device was returned stuck within the introducer. The device was retrieved from the introducer and found the implant was still attached to the pusher but stretched at the proximal section. Further inspection found the introducer distal tip damaged/folded in. The investigation of the returned coil system found the device stuck within the introducer. After retrieving the device from the introducer, the implant was found stretched at the proximal end, but was still attached to the pusher. The returned introducer was found damaged/folded in at the distal tip. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the implant and introducer damage, but the damage found on the implant coil may occur when retracted into the introducer incorrectly; incorrect positioning of the implant during this retraction may also result in damages to the introducer distal tip.

Event description:
It was reported that the physician realized the coil was already detached in the tubing. No patient injury was reported.